Manufacturer narrative:
The device evaluation indicated that the ipg passed visual, electrical, performance and (B)(4) tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient underwent a pocket revision due to tenderness at the pocket site. The patient has lost weight, not device related. During the revision the physician also replaced the patient's ipg due to charging issues as reported by the patient. The patient is doing well following the revision.

Event description:
A report was received that the patient underwent a pocket revision due to tenderness at the pocket site. The patient has lost weight, not device related. During the revision the physician also replaced the patient's ipg due to charging issues as reported by the patient. The patient is doing well following the revision.